Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, with three prostyle devices, the suture was not connected to the needle when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The tavi procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.